Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Patient reported ¿capsular contracture¿ baker grade IV, ¿peri-implant fluid in the lower quadrants of the breast (seroma)¿. This record is for the right side. Device remains implanted. Patient also reported ¿malaise¿, "malignant breast neoplasia" and ¿impairment in sleep quality¿ which are not device related.